Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain") and genital haemorrhage ("abnormal heavy bleeding") in a female patient who had essure inserted for birth control. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("severe menstrual pain"), menorrhagia ("prolonged menses"), back pain ("severe back pain"), abdominal pain lower ("severe lower abdominal pain"), vaginal discharge ("irregular vaginal discharge"), vaginal infection ("vaginal infection"), fatigue ("fatigue") and dyspareunia ("dyspareunia"). The patient was treated with surgery (underwent a total hysterectomy and right salpingo-oophorectomy.). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, genital haemorrhage, dysmenorrhoea, menorrhagia, back pain, abdominal pain lower, vaginal discharge, vaginal infection, fatigue and dyspareunia was resolving. The reporter considered abdominal pain lower, back pain, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, menorrhagia, pelvic pain, vaginal discharge and vaginal infection to be related to essure. Company causality comment: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain/pain"), menorrhagia ("prolonged menses/abnormal bleeding (menorrhagia),") and genital haemorrhage ("abnormal heavy bleeding") in a 35-year-old female patient who had essure (batch no. 20193380) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included uterine prolapse and amenorrhea. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("severe menstrual pain/dysmenorrhea (cramping),"), vaginal infection ("vaginal infection/infection (bladder/ urinary tract/vaginal)") with vaginal discharge, fatigue ("fatigue"), cystitis ("infection (bladder/ urinary tract/vaginal) type") and urinary tract infection ("infection (bladder/ urinary tract/vaginal) type"). In (B)(6) 2011, the patient experienced dyspareunia ("dyspareunia/dyspareunia (painful sexual intercourse)"). On (B)(6) 2011, 1 year 11 months after insertion of essure, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal bleeding (vaginal)"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), back pain ("severe back pain/pain") and abdominal pain lower ("severe lower abdominal pain/pain"). The patient was treated with metronidazole (flagyl), clindamycin, naproxen, ibuprofen, surgery (underwent a total hysterectomy and right salpingo-oophorectomy.) And surgery (endometrial ablation (B)(6) 2010). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, menorrhagia, dysmenorrhoea, back pain, abdominal pain lower, vaginal infection, fatigue, dyspareunia, vaginal haemorrhage, cystitis and urinary tract infection had resolved and the genital haemorrhage was resolving. The reporter considered abdominal pain lower, back pain, cystitis, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, menorrhagia, pelvic pain, urinary tract infection, vaginal haemorrhage and vaginal infection to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-jul-2018: quality safety evaluation of product technical complaint. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain/pain"), menorrhagia ("prolonged menses/abnormal bleeding (menorrhagia),") and genital haemorrhage ("abnormal heavy bleeding") in a 35-year-old female patient who had essure (batch no: 20193380) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included uterine prolapse and amenorrhea. On (B)(6) 2009, the patient had essure inserted. In january 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("severe menstrual pain/dysmenorrhea (cramping),"), vaginal infection ("vaginal infection/infection (bladder/ urinary ract/vaginal)") with vaginal discharge, fatigue ("fatigue"), cystitis ("infection (bladder/ urinary tract/vaginal) type") and urinary tract infection ("infection (bladder/ urinary tract/vaginal) type"). In july 2011, the patient experienced dyspareunia ("dyspareunia/dyspareunia (painful sexual intercourse)"). On (B)(6) 2011, 1 year 11 months after insertion of essure, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal bleeding (vaginal)"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), back pain ("severe back pain/pain") and abdominal pain lower ("severe lower abdominal pain/pain"). The patient was treated with metronidazole (flagyl), clindamycin, naproxen, ibuprofen, surgery (underwent a total hysterectomy and right salpingo-oophorectom and endometrial ablation jan-2010). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, menorrhagia, dysmenorrhoea, back pain, abdominal pain lower, vaginal infection, fatigue, dyspareunia, vaginal haemorrhage, cystitis and urinary tract infection had resolved and the genital haemorrhage was resolving. The reporter considered abdominal pain lower, back pain, cystitis, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, menorrhagia, pelvic pain, urinary tract infection, vaginal haemorrhage and vaginal infection to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram: on (B)(6) 2011: total bilateral occlusion. Most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs and medical records received: reporters details added. Lot number added. Event added as abnormal bleeding (vaginal, menorrhagia), infection (bladder/ urinary tract/vaginal)type. Concomitant, historical drugs and treatment drugs were added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.